Event description:
It was reported that during a ptca/stenting treatment procedure the quantum maverick monorail balloon ruptured. The physician attempted to predilate the lesion with an apollo balloon catheter which ruptured at 6 atms on the initial inflation. The apollo balloon was removed and a quantum maverick monorail balloon was used to predilate the lesion, but it also ruptured at 15 atms on the second inflation. (The initial inflation was to 12 atms.) The quantum maverick monorail balloon catheter was removed, but the physician felt that adequate results had been achieved, so no further intervention was required. The lesion being treated was a calcified, 90% stenotic lesion in the lad coronary artery. The pt was asymptomatic during this event. Pt status is reported as 'good'.